Event description:
The customer observed false nonreactive alinity I hbsag results for one patient. The following results were provided (<1.00 s/co is nonreactive): on (B)(6) 2025, sid (B)(6), (B)(6): 0.93 s/co , (B)(6): 0.92 s/co . Sample was repeated on another alinity: (B)(6): 1.15 s/co , (B)(6): 1.26 s/co . Sample was repeated on another alinity: (B)(6): 1.29 s/co. The sample was reprocessed and returned a reactive result. Sid (B)(6) (after recalibration) (B)(6): 1.19 s/co , (B)(6): 1.20 s/co no impact to patient management was reported.

Manufacturer narrative:
Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. Review of tracking and trending data for the alinity I hbsag qualitative ii assay did not identify an increase in complaints. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. Clinical sensitivity testing was performed using lot 70314fz00 exp 06 nov which has the same bulks as lot 70319fz00 exp 06 nov 25. All specifications were met indicating the lot is performing acceptably. Customer field data was used to assess the performance of the alinity I hbsag qualitative ii assay using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of the labelling addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent was identified.

Event description:
The customer observed false nonreactive alinity I hbsag results for one patient. The following results were provided (<1.00 s/co is nonreactive): (B)(6) 2025. Sid (B)(6). (B)(6): 0.93 s/co. (B)(6): 0.92 s/co. Sample was repeated on another alinity: (B)(6): 1.15 s/co. (B)(6): 1.26 s/co. Sample was repeated on another alinity: (B)(6): 1.29 s/co. The sample was reprocessed and returned a reactive result. Sid 0455344001 (after recalibration). (B)(6): 1.19 s/co. (B)(6): 1.20 s/co no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p10-32 that has a similar product distributed in the us, list number 8p10-21/-31, with 510k number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.